Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4).a follow up/ final report will be submitted once investigation is complete.

Event description:
It was during surgery that the device is frozen, no movement. The device would not cut properly due to frozen, no movement of blade. There is no delay and harm reported. There was no additional information. Due diligence is complete.

Manufacturer narrative:
Review of the most recent repair record determined that the device would not power on. The lever and bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.